Event description:
I was injected with a filler in the nasal labial folds and marionette lines that I thought was hyaluronic acid and signed a consent to juvederm. A day later went out of the country and had an allergic reaction to the product with redness, swelling, burning painful cysts. I returned to the md and he tried to remove the product with a needle and gave me a script for pregnzone, a week later, my lower face started to swell so I returned to md and he attempted to remove more product. One week later, I returned because of burning and pressure as well as another one week later. I have scarring, granulomas, redness and painful area that are like cysts. Dates of use: 2008 (current). Diagnosis or reason for use: dermal filler. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no. Product therapy dates: late 2008.